Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in a procedure performed on (B)(6) 2013. It was reported that the user was doing a cold snare using the sensation small oval snare when the wire broke. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event had been unsuccessful. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) wire broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the device found the finger ring assembly dismounted from the handle body, and the handle cannula and strain relief were bent. Functional inspection was not performed due to the unit condition. The complaint that the wire inside the sheath broke was not confirmed. It was reported that the physician attempted to remove a polyp without using electrical current, so it is likely that the device failed due to the excessive manual force that would be required to execute a ¿cold snare.¿ therefore, the most probable root cause of the identified failures is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in a procedure performed on (B)(6) 2013. It was reported that the user was doing a cold snare using the sensation small oval snare when the wire broke. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event had been unsuccessful. Should additional relevant details become available a supplemental report will be submitted. Additional information received on (B)(6) 2013: clarification was received indicating it was the wire inside the sheath that broke; no other visible issues were noted. Procedure was a colonoscopy, which was completed when a &#50053;w&#55315;nare removed the polyp, and the polyp was suctioned up the scope into a trap. There were no patient complications due to this event.